Event description:
It was reported to gore that a pt underwent a gastrojejunostomy in which circular gore seamguard bioabsorbable stable line reinforcement was used. It was reported that the physician had difficulty breaking the tabs of the product and had to use force to release the product from the stapler. The pt subsequently developed a leak with partial breaking of the anastomosis. An omentoplasty was performed to repair the anastomosis. Lavage and drainage were also performed during the procedure and wound vac therapy was initiated. Post operatively, the pt experienced a complicated wound recovery which required add¿l laparotomy, lavage, drainage and continued wound vac therapy. The pt was discharged to a rehab facility two months post-operative.

Manufacturer narrative:
A review of the mfg records verified that the lot met all pre-release specifications. Based on the available info a root cause cannot be determined.